Manufacturer narrative:
H10: additional manufacturer narrative: updated b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 15 years, nine (9) months due to severe symptomatic stenosis. The patient presented with acute on chronic diastolic chf. The tavr was performed with a 26mm 9750tfx transcatheter valve. There was no investigational evidence of a premature failure.

Event description:
It was reported that a patient with a 25mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 15 years, nine (9) months due to severe symptomatic stenosis. The patient presented with acute on chronic diastolic chf. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3000 pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 15 years, nine (9) months due to unknown reason. The tavr was performed with a 26mm 9750tfx transcatheter valve. No additional information has been provided.